Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels. Specific bg values and cause were not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.